Event description:
It was reported that when the patient bent down to pick something up off the floor, he felt something disconnect from the implant. Prior to this happening he was getting more coverage in the areas he needed it, but after bending down and picking up something off the floor, he was not getting the coverage anymore. He had stimulation adjusted to try to move ¿it up the spine,¿ but it was just not covering everything and the patient was hoping to have another adjustment where they reposition the lead to get more coverage. He was shown an x-ray of the implant and ¿one side of definitely loose.¿ the patient had an appointment scheduled for (B)(6) 2015, but it was unclear if the patient still had concerns or not regarding his device or therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow -up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).